Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an alarm for motor stall. It was reported there was hospitalization, explant and replacement. It was stated there was increased spasticity. The pump was used to deliver baclofen. Additional information reported that no tests or diagnostics were performed. It was noted that interrogation of the pump indicated motor stall and no logs were available. It was noted the patient was receiving therapy again and was well. The pump was used to deliver lioresal. Additional information has been requested, but was not available at the date of this report.

Event description:
It was further reported that the therapy date was reported as (B)(6) with onset of (B)(6). No further information was provided.